Event description:
The customer confirmed no infection, harm/injury, or death due to the device malfunction. No mis-diagnosis required or medical intervention needed. The procedure was delayed by 20 minutes and then cancelled.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction to the initial with information inadvertently left out and a correction to the initial (d8 and h3). The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "procedure cancelled" occurred due to the device malfunction. However, the root cause of the phenomenon could not be specified. Additionally, the phenomenon "loss of picture" is likely due to bent terminal of video connector. The root cause of the phenomenon could not be identified. In addition, the following non-reportable malfunctions were found during the device evaluation: bent pin within the scope socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
A field service coordinator reported to olympus on behalf of the customer that they had troubleshot with the territory manager for the reported issue of no image during the procedure. During the day when on the 7th patient of 8 was brought in and before they could start the procedure and get 'hands on', the screen went blank and there was a loss of picture on the video system center type a. A new scope was tried but still no image appeared. It was noted that the stack and the trolley had power, but still no image appeared on the screen. The intended procedure was cancelled as it was unable to be completed. There was no report of patient harm as the procedure had not started, and the patient had just been brought in and was waiting. There was no patient impact associated with the reported event.